Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal es was deployed over the artery. An attempt was made to also seal the vein with vasoseal es. During the attempt to deploy vasoseal es over the vein, the operator attempted to deploy the j segment and indicated that it did not feel normal. The operator attempted to retract and re-deploy the j segment and indicated again that it did not feel normal. The vasoseal es deployment over the vein was aborted and manual compression was applied to achieve hemostasis. When the locator was removed from the pt, it was noted that the j segment was missing. The j segment was seen in the vein under fluoroscopy. An interventional radiologist attempted to remove/snare the j segment from the vein but, was unsuccessful. It was reported that the j segment ended up in the pulmonary vein. As of the report date, no adverse reaction had been reported.